Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the pediatric patient experienced an issue with a missed alert for a hypoglycemic event. The patient was crying and shaking, confused and was not behaving like herself, and refused treatment. The cgm reading was 2.2 mmol/l, neither of the display devices alerted the pt (receiver and cgm app) and the app and receiver are set to alert at 4.3 mmol/l. The parent treated the patient with sugar with milk. An ambulance was called for consultation, but the patient was taken to the hospital by the parent. At the hospital the blood glucose reading was 4.0 mmol/l, and no further treatment was deemed to be necessary. Lift fast acting glucose and glucose injections were prescribed for any future incidents but were not used for this event. Initially the patient recovered but during a follow up contact with the parent on 11/08/2024, the parent stated that later that day, they brought the patient back to the emergencies with high ketones, and the patient was monitored in the hospital for 5 days. The reporter was not able to provide any further information as they were unsure due to time that had passed since the incident. At the time of the report the patient was stable. A review of performance data shows that the patient's low alert was enabled at the time of the incident and set to 5.0 mmol/l with the audio set to sound. The urgent low alert is fixed at 3.1 mmol/l and the snooze feature was set to 30 minutes. The urgent low soon alert is fixed to notify users when their estimated glucose values will reach 3.1 mmol/l within 20 minutes. At 11:30 am on 10/24/2024, the patient's estimated glucose values (egv) dropped below the low alert threshold and the system delivered a low alert at full volume with an egv of 4.7 mmol/l. At 11:35 am, the system delivered an urgent low soon alert at full volume with an egv of 3.7 mmol/l. At 11:40 am, the system delivered a low alert at full volume with an egv of 4.2 mmol/l. At 11:45 am, the patient entered a period of signal loss, but this only lasted five minutes; the system delivered another low alert at full volume. At 11:50 am, the system delivered an urgent low soon alert at full volume with an egv of 3.3 mmol/l. At 11:55 am, the patient's egvs dropped below the urgent low alert threshold and the system delivered an urgent low alert at full volume with an egv of 2.9 mmol/l. The patient's egvs continued to decrease and the system delivered urgent low alerts at full volume every five minutes until the alert was acknowledged at 12:20 pm. The patient's egvs were reading 2.2 mmol/l at this time. The patient's egvs remained at 2.2 mmol/l for the duration of the snooze period of the urgent low soon alert. Once the snooze period ended at 12:50 pm, the system delivered an urgent low alert at full volume with an egv of 2.2 mmol/l; this alert was acknowledged immediately. The patient's egvs crossed back into target range at 1:20 pm. The reported complaint of signal loss under an hour was confirmed. The probable cause of the hypoglycemic event could not be determined as data investigation shows that the device performed within specifications and delivered all intended alerts. Although signal loss was observed, it was only five minutes in duration and did not affect the alerts being delivered to the patient. The initial allegation was undetermined via data. However, it was found that signal loss occurred equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.